Event description:
(B)(4). Customer reports the injector had a loaded contrast media syringe in the pressure sleeve, and technologist was getting ready to purge the lines when the injector injected on it own. This occurred during preparation for the next patient. The injector was not attached to a patient. No reported injury.

Manufacturer narrative:
Field service engineer (fse) made multiple attempts to get more information but the customer said they were too busy and did not return voicemails left by fse. Mallinckrodt product monitoring spoke to customer who reported the facility biomed cleaned the injector and evaluated it as functioning with no problems at this time. A review of complaint database shows no other similar issue reported on this unit.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.